Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a pump-reported glucose of 359 mg/dl for approximately 90 minutes after breakfast, and remote data sync was unavailable due to an iphone issue; the user declined the recommended infusion set change and further follow-up. Symptoms included no reported clinical symptoms. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device alarm or malfunction information and no confirmed device component issue due to lack of data, with user refusal to change the infusion set representing a potential therapy limitation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.